Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pain had worsen to the point where the implantable pulse generator (ipg) could no longer provide pain relief. The patient underwent a procedure wherein the ipg was replaced with a MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.